Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 and 3.2 was not detected on bus. A field service engineer had turned the station off and unplugged drawer 3 from the pyxis bus cable. The station had then been turned back on to fully boot up. Afterwards, fse had powered the station off again, reseated the cable back into drawer 3, and restarted the station. It had been verified that all cubies along with drawer 3.1 and 3.2 had been detected, and the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 was not detected on bus, customer tried restarting but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.